Event description:
It was reported that the patient presented in the emergency room after a transmission showing signs of lead dislodgement. High pacing impedance, low sensing, and intermittent capture was noted on the right atrial (ra) and right ventricular (rv) leads. An x-ray was performed, and the ra and rv leads were confirmed to be dislodged due to twiddler¿s syndrome. Additionally, the implantable cardioverter defibrillator (ICD) had also migrated due to twiddler¿s syndrome. The physician explanted and replaced the ra and rv lead. The ICD was repositioned. The patient condition was stable.